Manufacturer narrative:
Mml reference# (B)(4).

Event description:
It was reported that the patient was unable to start therapy. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed that the left lead had a progression of out-of-range/high-impedance failure. The patient was reprogrammed to unilateral stimulation while waiting for the revision surgery to be scheduled. The patient underwent revision surgery to replace the left lead. The left lead was removed and intact, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation.

Manufacturer narrative:
Mml reference# (B)(4). We received information that the removed lead will not be returned for analysis. Therefore, the cause of the alleged malfunction cannot be confirmed. The device history records were reviewed, and no relevant nonconformance was found.

Event description:
It was reported that the patient was unable to start therapy. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed that the left lead had a progression of out-of-range/high-impedance failure. The patient was reprogrammed to unilateral stimulation while waiting for the revision surgery to be scheduled. The patient underwent revision surgery to replace the left lead. The left lead was removed and intact, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation.